Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced both low and high blood glucose (bg) events while using the insulin pump system. The event involved product(s) mmt-342,mmt-1884,mmt-7040b,mmt-397a. The customer reported a low blood glucose event with an sensor glucose (sg) value of 50 mg/dl and bg value of 91 mg/dl, which was treated with carbohydrate intake with assistance from a family member. The customer also experienced hyperglycemia with a reported bg value of 388 mg/dl that had been elevated for several hours. Troubleshooting was performed and the customer has type 1 diabetes and was using the insulin pump within 48 hours prior to the events. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed including review of sg vs bg discrepancy, infusion set and reservoir status, pump programming, and environmental factors such as airplane travel and pump positioning relative to the infusion site. The customer was advised to monitor blood glucose and contact their healthcare provider as needed. No further customer complications were reported. Mmt-342,mmt-7040b, mmt-397a were not expected to return. Mmt-1884 was expected to return.